Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: n/a. Investigation summary: customer returned photos of a bd safe clip from lot # 7177532. Customer states that he has had problems with the needle cutter since when trying to insert the needle into the hole, he has to put a lot of pressure when inserting it and the needle bends, since it seems as if something will hinder the hole. The attached photos were examined and it appears that the cutting hole is blocked. According with the DHR review information above, the problem ¿not clipping¿, and ¿difficult or unable to operate¿ has no nhb assembly process relation, all samples of safe clip disposable cutter (USA) passed functional test (sample plan c=0, aql=1). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as the device performed as intended and is now likely full. Root cause description: the likely scenario is that the safe clip is full, has been used over time, and there is no room to store additional cannula. This usually results after normal use of the product and is therefore not confirmed as a defect. At this point the user should dispose the safe clip correctly as he or she would for any full sharps collector/container. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that during use, "a lot of pressure" needed to be placed on the needles when inserting them into the needle clipping device safe clip, causing them to bend as something "hindered" the clipping device hole. The following information was provided by the initial reporter, translated from spanish to english: "the patient who states that since (B)(6) 2020 he has had problems with the needle cutter since when trying to insert the needle into the hole, he has to put a lot of pressure when inserting it and the needle bends, since it seems as if something will hinder the hole".